Manufacturer narrative:
The device history record for the lot number, 0202240920, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation; a follow-up report will be filed. All information reasonably known as of 06-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 270 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: in left clavicle area. Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 2026095-2017-00049 for the first event. A report was received stating there was a fast flow event and reaction. The patient reported feeling nauseated in the most recent, second event the pump was under the patient's bed covers at night. The pump was not elevated while the patient was in the bed. There was no pressure applied to the pump. The pump was located on the patients left side of the body, with the sensor placed on her upper left abdomen area. The pump was placed on (B)(6) 2017 at 2:15 pm. The pump was reported to be empty on (B)(6) 2017 at 3:30 am. The pump was removed on (B)(6) 2017 at 9:00 am. The patient had previous ill effects and was treated for chemo induced nausea on the day of pump removal. Furthermore, the patient was receiving 100% of her dose from (B)(6) 2016 through (B)(6) 2017. After the patient's dose was reduced to 75% the patient has since not been treated for any nausea. No further information has been provided at this time.

Manufacturer narrative:
One sample device was returned. The pump was received empty. A baxa repeater pump was used to refill the pump with 270ml 0.9% saline. The pinch clamp was opened and the pump infused at the distal luer. Flow accuracy testing was performed on the pump. After 40.5 hours of testing the pump yielded a flow rate 1.86ml/hr which is below specification with a +/-15% tolerance pressure pot was performed glass orificethe saf unit was detached from the pump. The tubing was connected to a pressure gauge. The average bladder pressure used was 10.71psi. After 2-hours, the glass orifice yielded a flow rate of 1.86 psi which is below specification with a +/-15% tolerance. The filter was removed from the tubing and pressure pot testing was performed a second time. After 2-hours the glass orifice yielded a flow rate of 5.23ml/hr which is within specification with a +/-15% tolerance. Based on the complaint description the root cause is deemed to be unknown. Two pumps were reported, first pump was not provided for further evaluation. During sample evaluation of the second pump, fast flow was not observed; therefore, the fast flow was not confirmed. The investigation summary concluded that a fast flow was no observed on the pump. The empty pump was refilled to nominal volume with 270ml of 0.9% saline. Flow accuracy testing was performed and was below specification. Pressure pot testing was performed on the glass orifice with the filter in place and the flow rate also was below specification with a +/-15% tolerance. After removing the filter from the tubing pressure pot testing was performed a second time. The flow rate was within specification with a +/-15% tolerance.all information reasonably known as of 10-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. All information reasonably known as of 13-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
All information reasonably known as of 14-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
An FDA report was received stating: patient receives fluorouracil infusion in an I-flow homepump c-series elastomeric pump which delivers the total amount in the reservoir (270ml) over a 2 day period at a rate of 5ml/hr. The 270 ml consisted of 2600 (52 ml) of the fluorouracil combined with 218 ml of 0.9 percent sodium chloride. With the total volume of 270 ml the reservoir should take 54 hours to empty. On this occasion the pump was connected to the patient on (B)(6) 2017 at 1415 and on (B)(6) 2017 at 330 when the patient awoke in the middle of the night it was discovered that the reservoir was empty. Essentially the patient received what should have been 54 hours worth of drug in about 37-38 hours. The pump was kept in the pharmacy and the company was called and as of this writing the pump is in the hands of halyard health as we were directed to send the malfunctioned pump back to them.